Event description:
On (B)(6) 2013 at 10:24, the patient commenced hemodialysis and her patient blood pressure was 204/87 and she stated she felt fine. At 10:30 her blood pressure was 85/48 and the patient complained of feeling dizzy and started making grasping noises. Oxygen was applied, the patient placed in trendelenburg and the rinse back was started on the hemodialysis machine. The nurse could not palpate a pulse. An automated external defibrillator (AED) was applied, no chock and chest compressions were advised. At 10:35, the patient roused and was able to speak clearly and coherently to the staff. The patient was transported by emergency medical services (ems) to the emergency room (ER). The medic reported that the facility started chest compressions; however, a heartbeat could be detected. The admitting diagnosis at the emergency room was nausea that resolved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported information and the plant's investigation.